Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the segments of a red blood cell (rbc) product had a red tinge and they were questioning if the unit was hemolyzed. The red tinge was discovered post-collection. There was not a transfusion recipient or patient involved at the time of this unit processing,therefore no patient information is reasonably known at the time of the event. (B)(6)the disposable set was not available, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the collection set was not returned for evaluation. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the alleged hemolysis experienced by the customer. The run data file was analyzed for this event. The signals in the run data file indicate that the trima accel system operated as intended. There is no indication in the run data file of a clear cause for the reported observation of hemolysis in the tubing segments. Root cause: a definitive root cause of the alleged hemolysis could not be determined. Investigation results indicate that the machine operated as intended. It is possible that the hemolysis experienced by the customer could have been related to product handling, process errors, or product storage.